Manufacturer narrative:
.

Event description:
The manufacturer representative reported, a patient's device system was removed due to infection. No specific symptoms were reported. Additional information has been requested from the hcp but was not available on the date of this report.